Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.0/1.0/065 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Patient experienced glare/haloes. Lens remains implanted,being monitored. For status of the eye (signs/symptoms) "mild dryness inferior cornea" was reported. The reporter stated "feels like sees diplopia in dimmer light at distance and near." Surgeon is waiting to see if neuroadaptation occurs over time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B1: product problem. H1: malfunction. Claim#: (B)(4).